Event description:
It was reported that some syringe 1ml 29g 12.7mm hp 300ca it/sp/du were damaged and some were missing. This was discovered before use. The following information was provided by the initial reporter: 3 insulin packets of which 80% of the syringes are defective: twisted or missing needles. New information added on the 31st of august - was the defect observed in only one batch? We use insulin in 2 distinct areas of our business: 1/ in the pes (syringe exchange programme). We distribute insulin to people who request it. We distribute them in packets (what you call "batches"). The people who use these syringes do so elsewhere than at the distribution site (at home, for example). It is therefore difficult to have precise feedback on the quality of the equipment. Nevertheless, it was in this context that a person brought the bag which is the subject of the complaint that we reported to you. Unfortunately, this is only a direct testimony. The syringes concerned were thrown away and the person complaining only brought us back the empty bag. 2/ in the salle de consommations a m moindre risques. In this case, the sachets of ten insulins are opened and the syringes are distributed by unit. In this case, the syringes are used on site but we lose the traceability of the batches. It is in this context that the professionals working in the room regularly point out to us that certain insulins are defective (poorly bevelled tips, needles not attached to the body of the syringe, twisted needles, etc.). - could you please describe the conditions of reception and storage? The storage conditions are standard, the insulins are stored indoors, and the cartons are handled with care.

Manufacturer narrative:
H.6. Investigation: customer returned photos of poly bags for bd syringes from lot # 8330530. Customer states that the syringes are twisted or missing needles. The attached photos were examined and only showed the poly bags. The syringes in question were not shown in the attached photos. A review of the device history record was completed for batch# 8330530. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2020. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-08-31 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that some syringe 1ml 29g 12.7mm hp 300ca it/sp/du were damaged and some were missing. This was discovered before use. The following information was provided by the initial reporter: 3 insulin packets of which 80% of the syringes are defective: twisted or missing needles. New information added on the 31st of august. Was the defect observed in only one batch? We use insulin in 2 distinct areas of our business: in the pes (syringe exchange programme). We distribute insulin to people who request it. We distribute them in packets (what you call "batches"). The people who use these syringes do so elsewhere than at the distribution site (at home, for example). It is therefore difficult to have precise feedback on the quality of the equipment. Nevertheless, it was in this context that a person brought the bag which is the subject of the complaint that we reported to you. Unfortunately, this is only a direct testimony. The syringes concerned were thrown away and the person complaining only brought us back the empty bag. In the salle de consummations a m moindre risques. In this case, the sachets of ten insulins are opened and the syringes are distributed by unit. In this case, the syringes are used on site but we lose the traceability of the batches. It is in this context that the professionals working in the room regularly point out to us that certain insulins are defective (poorly bevelled tips, needles not attached to the body of the syringe, twisted needles, etc.). Could you please describe the conditions of reception and storage? The storage conditions are standard, the insulins are stored indoors, and the cartons are handled with care.